Event description:
Reporter alleges obtaining the following aviva system results at the following times: 218 mg/dl at 5:01 pm 522 mg/dl at 5:03 pm 319 mg/dl at 6:22 pm 87 mg/dl at 6:30 pm 193 mg/dl at 6:40 pm reporter stated that he took 20 units of lantus 1 hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.